Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced clinical shocks and was brought in for evaluation. Evaluation of the ICD system (interrogation of stored data in memory) identified low shocking lead impedance. A test shock confirmed the low shocking impedance and also revealed a fault code with the device. It's suspected that the device may have been damaged delivering therapy into a low impedance lead. An invasive procedure was performed and the physician elected to explant the ICD and lead. This report will be updated when further information becomes available.